Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that ten aptus endoanchors were used in conjunction with another manufacturer¿s stent grafts and an endurant limb to treat a 16 cm abdominal aortic aneurysm with aortocaval fistula; six aptus anchors were deployed into the main body and four into the left common iliac junction zone. There were no issues deploying the anchors; however, on final angiogram a type ia proximal endoleak, a type ii endoleak and a type iii endoleak were observed. It was confirmed that this patient's endoanchors did not go through more than two layers of graft material. The proximal neck angluation was 70 degrees with 5% calcification. One month post implant, the patient had deep vein thrombosis, which was assessed to be related to the index procedure. The patient experienced scrotal and bilateral lower extremity edema. The patient was given medication and is continuing with treatment. Additionally, the patient had a lymph fistula, which was assessed by the investigator to be related to the index procedure. A wound vac was placed into the right groin to resolve the event. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of angio images during a portion of the implant procedure revealed that a gore aaa stent graft system had been implanted into the patient. Images during implant of the stent grafts or during implant of the anchors were not provided, and images after the reported deployment of the anchors were not seen on the films. Also, images of the implanted endurant limb were also not observed on the films provided. No obvious endoleak or other issues were observed. Review of cta¿s (transverse slices) from 25 days post-implant revealed that another manufacturer¿s stent graft system had been implanted into the patient. The max diameter aaa was approximately 16cm. The patient also had a aneurysmal 5.5cm diameter right common iliac artery and a 6.5cm diameter left common iliac artery. The gore bifurcate was positioned just below the renals within the angulated neck; several anchors were seen placed within the proximal bifurcate aortic body. The right iliac limb was extended into the right external iliac artery; the right internal had been coiled. The left limb was extended into the left external artery, and an additional stent graft (or y-graft) was also seen perfusing the left internal artery. The stent grafts were patent. The location and assessment of the reported endurant limb could not be clearly seen in the films. Several possible anchors were also visible within the stent graft components in the left common iliac artery. No obvious endoleak or any other stent graft or anchor issues were observed on the images provided. The cause of the reported endoleaks seen at implant could not be determined. The cause of the dvt and lymph fistula was also not able to be determined from the images provided.